Event description:
It was reported that after three inflations at 3atm in the right ventricular outflow tract, the valvuloplasty balloon could not be retracted through the introducer sheath. The balloon and sheath were removed together as a single unit without incident. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number and failure mode. The device was returned. The investigation is confirmed for retraction issues as the balloon was returned within the customer's introducer sheath and the distal end of the introducer sheath was damaged. The returned device indicated that the balloon was not properly re-folded. It is likely that the balloon's improper re-folding pattern contributed to the retraction issues. It is unknown whether patient and/or procedural issues contributed to the improper balloon re-folding.